Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es mr was advanced for dilation. During the first inflation at 10 atmospheres for few seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with alternative method. There were no patient complications as a result of this event.